Event description:
The customer reports while performing a molar root canal treatment with the gates glidden drills size #1 it broke off in patient's tooth. The dentist claims that he was using a kavo intramatic lux 7lm at the normal speed when the incident occurred. The dentist was unable to retrieve the broken tip; therefore, the piece was left in the patient's tooth. The patient was informed of this event. This incident occurred in (B)(6).